Manufacturer narrative:
Terumo has not received the actual device for eval; therefore, an investigation has yet to be completed. Terumo plans on submitting a follow up report when the investigation is complete and more ingo becomes available. For this reason, terumo references eval code (B)(4).

Event description:
The user facility reported to terumo cardiovascular systems corp that during vein harvesting procedure the v keeper was locked in the closed position, it would not open or close. The leg had to be opened to remove the device and to retrieve the vein. There was a blood loss of 40cc. The device was no longer used after the event and the surgery was completed successfully.